Event description:
Patient admitted on (B)(6) with dyspnea, lower extremity swelling x 1 week and ldh 660 u/l, urine bright red to amber (per patient report). Patient with a history of gib and not on anticoagulation. Patient started on heparin but developed melena and hematuria; lower dose initiated on (B)(6) 2016. Patient diuresed and placed on dopamine, echo ((B)(6) 2016) revealed dilated lv with severe ai, moderate mr and hypocontractile rv, aov not opening significantly. Ldh trended upwards to 2007 u/l on (B)(6) 2016. Patient with poor prognosis, palliative care meeting initiated with patient and family. Patient elected for withdrawal of care due to worsening left and right heart failure. Patient passed on (B)(6) 2016.